Event description:
The customer reported the device alarmed vent inop when it was powered on and there were multiple reference failures in the device diagnostic history. There was no patient involvement.